Event description:
It was reported via repair work order that there was a reduction in brake force due to broken casters stem. It was also reported that the footboard had intermittent power due to a damaged footboard pin connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.